Manufacturer narrative:
No technical issues related to the incident were identified upon inspection of the device. The investigation attributed the root cause to user error: the operator treated a patient with contraindication per IFU: venous insufficiency. It seems that initially the burn was caused by firing too many times at the same spot or hitting a large vessel (or a cluster of veins), which absorbed all the energy. It is also possible that the provider fired without full contact. Further, the lesion got ulcerated and infected due to venous insufficiency (ulceration and infection are known complications of venous insufficiency even in cases of small wounds). Per latest update, the patient is healing well. The clinic received a retraining.

Event description:
Full thickness burn with subsequent ulceration and infection on lower leg following treatment with vasculaze.